Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient myocardial infarction, vascular dissection, occlusion and embolism appear to be related to operational context. In this case it is likely that the reported patient myocardial infarction, vascular dissection, occlusion and embolism are a result of the patient¿s disease severity combined and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the distal right coronary artery (rca). After treatment, no reflow was observed on angiographic imaging. The no reflow was resolved and the patient was in stable condition. Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction. Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device possibly contributed to a type c dissection, possibly contributed to distal embolization, and possibly contributed to persistent slow flow.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the distal right coronary artery (rca). After treatment, no reflow was observed on angiographic imaging. The no reflow was resolved and the patient was in stable condition. Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction. Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device possibly contributed to a type c dissection, possibly contributed to distal embolization, and possibly contributed to persistent slow flow.

Manufacturer narrative:
H10: additional information was received related to previously submitted MDR. Cardiovascular systems incorporated has transitioned to a new complaint handling system and no longer has access to submit follow-up mdrs using esubmitter/webtrader. This MDR is being filed from our new system using the as2 gateway with reference to the previously reported manufacturer report number in h10. D4: the UDI number is not known as the part and lot number were not provided.